Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The front bezel is damaged. This was induced by the end user.

Event description:
It was reported that after a procedure, the pump remote connection port was seen to be damaged and was no longer functioning. The procedure was completed successfully with no patient involvement reported.